Event description:
It was reported that the tip of the crosslink driver splayed and broke off. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
The product was returned for eval. The tip of the driver is broken. The torque limiting capability of the driver was found within specification. It appears that the tip broke due to the torsional stresses. A review of the device history records did not identify any nonconformance to specification.